Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17th april 2025, it was reported by a sales representative via email that for an ar-8400td torpedo, 4.0mm x 13cm, the tip of the torpedo shaver broke off. This was detected during use in a knee arthroscopy on (B)(6) 2025. The procedure was completed successfully as per normal procedure. The scrub nurse reported seeing it in the patient but said she is sure it was removed. The surgeon reported that the shaver made an unusual noise and then after this the breakage occurred. The item has been saved, cleaned and will be available for return. This is the second time this has happened to this surgeon.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the tip of the inner tube had broken off. Refer to attachments. Based on the information provided which may include pictures, the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive side-loading and/or allowing the device to come in contact with a metallic object.